Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from the failure in drawer 4. A field service engineer replaced both the rails to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failure. The customer reported an issue while attempting to retrieve malfunctioning drawer. Upon pulling it open, they noticed small metal components falling out, and the drawer appeared to be misaligned. Currently, the drawer cannot be fully closed. Consequently, this malfunction caused a delay in the medication dispensing process for the patient. There were no adverse events or injuries reported based on this incident.